Event description:
Or staff report that the insufflator blew apart where the device screws into the port at the machine side. The connection that goes into the insufflation machine itself literally blew apart with force. Staff report that this has happened several times in the recent past and that they have been reporting this and each event to the rep. Patient and staff were not harmed.